Event description:
It was reported by a phone call from the customer that after the product was inserted, the md removed the guidewire reinforced catheter and found it to be "shredded." Per the rn, the pt did not have tortuous anatomy. The caller is pursuing more details surrounding the event. There were no reported pt complications. Additional information received on 3/12/09 by the customer confirmed that the wire-reinforced catheter was "shredded." The nerve block catheter was inserted for "less then ten minutes." There is no more information available.

Manufacturer narrative:
Follow-up report will be filed if additional information becomces available.